Manufacturer narrative:
Product ID: 3389-28, lot# 0205596905, implanted: (B)(6) 2012, product type: lead. Product ID: 3389-28, lot# 0205728569, implanted: (B)(6) 2012, product type: lead. Product ID: 37085, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension.

Event description:
Information received via a healthcare professional from a clinical study reported via a representative that the patient had local pain where the stimulator sat on (B)(6) 2012. There was pain at the site of the neurostimulator when moving. Diagnostics included the patient reporting abnormal pain (B)(6) 2012. It was also indicated the patient's stimulator was tilted. An examination performed (B)(6) 2013 had abnormal results where it was confirmed the device was mobile. Reprogramming was performed and the deep brain stimulation (dbs) was changed to bipolar (B)(6) 2012. A day later, the patient turned the device off. Reprogramming was then performed again (B)(6) 2012 where the patient had program b on both sides at 3v. The event resulted in in-patient hospitalization for 7 days, 4 epileptologist visits, and 2 nurse specialist visits. On (B)(6) 2013 the stimulation was repositioned to the right abdomen and the outcome was resolved without sequelae 2 days later. The relatedness was reported as neurostimulator-related for the pain and possibly related to the neurostimulator and procedure for the ins being mobile. At the time of report it was noted the patient status was alive with no injury. The patient's medical history included irritable bowel syndrome; headache; fatigue; tingling in fingers; rising epigastric sensation; hoarseness; diagnosed with epilepsy (1979).

Event description:
Additional information received reported the cause of the tilted simulator was unknown. It was noted during the (B)(6) stimulator repositioning, both extensions were explanted and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that "the eac assessed this event as possibly surgery related".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device serial number for the implantable neurostimulator was updated along with other device information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.